Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a power (no power) issue. The patient reported woke and noted the pump had no power two days ago. The reporter denied damage to the pump. New lithium batteries did not power the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box shows an unconfirmed replace cartridge alarm. The unconfirmed alarm completely discharged the battery and the pump began to continuously reboot. There was no damage found to the battery compartment or the returned battery cap. The returned battery cap is able to fully tighten to the pump with no visible yellow o ring showing. The returned battery cap was used to exercise the pump for 24 hours and no power issues were duplicated during this time.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.